Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device.

Manufacturer narrative:
(B) (4). Conclusion: the issue as described by the user was recreated during the analysis. The cause of his failure is attributed to a malformation of the guide of the screw mechanism or to the slight bend noted to the shaft of the helix. The origin of the guide irregularity is not known. It should be noted the acceptance procedures of both the mechanism and the finished brf lead models include testing of extension/retraction of the helix in order to exclude any abnormal behavior, like the blocking of the screw mechanism (10 cycles repeated 3 times).